Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a delaminated downstream occlusion (dso) seal and corroded battery springs. The reported problem was confirmed. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has damaged battery contacts. The issue was found during testing, there was no patient involvement. The device evaluation found a delaminated downstream occlusion seal.